Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: hw40672 was not returned for evaluation. The reported low flow alarm event could not be confirmed since log files covering the reported event are not available for analysis. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient experienced an acute respiratory infection and was started on augmentin. The patient complained of cough, sore throat, ear pain, difficulty swallowing due to swelling in throat, and headaches. A week later, the patient presented to the emergency room with complaints of chest pressure and dizziness/lightheadedness with ventricular assist device (vad) low flow alarms. The patient was hospitalized for dehydration and given intravenous (IV) bolus. The dehydration was caused by diarrhea, which occurred due to the augmentin and the root cause of the symptoms were related to the dehydration. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an acute respiratory infection and was started on augmentin. The patient complained of cough, sore throat, ear pain, difficulty swallowing due to swelling in throat, and headaches. Then, the patient had diarrhea due to taking augmentin for the upper respiratory infection and was treated with loperamide. A week later, the patient presented to the emergency room with complaints of chest pressure and dizziness/lightheadedness with ventricular assist device (vad) low flow alarms. The patient was hospitalized for dehydration and given intravenous (IV) bolus. The dehydration was caused by diarrhea, which occurred due to the augmentin and the root cause of the symptoms were related to the dehydration. The vad remains in use. No further patient complications have been reported as a result of this event.